Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (ventricular tachycardia, right ventricular failure, hypoxemia, intracardiac shunt, patient outcome) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. It was reported that the patient was s/p (status post) vt (ventricular tachycardia) ablation requiring dobutamine for rv (right ventricular) support. Post procedure day 0 the patient had recurrent vt and ICD (implantable cardioverter defibrillator) shocks necessitating cardioversion, was found to have intracardiac shunting with large atrial septal defect (asd) and worsening rv failure. The patient was transitioned to comfort measures and ultimately expired on (B)(6) 2021 due to rv failure, vt, hypoxemia, and intracardiac shunt. The device reportedly operated as expected. The center reported that hm3 lvas, serial number (B)(6) would not be returned for evaluation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists cardiac arrhythmia, right heart failure, and death as adverse events that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right ventricular (rv) failure, ventricular tachycardia (vt), hypoxemia, and intracardiac shunt. The patient was status post vt ablation requiring dobutamine for rv support. Post procedure day 0 the patient had recurrent vt and implantable cardioverter defibrillator (ICD) shocks necessitated cardioversion. The patient was found to have intracardiac shunting with large atrial and septal defect and worsening rv failure. The patient was transitioned to comfort measures. The device operated as expected.